Event description:
Customer called and stated that whenever he took a blood test, it came up either 106 or 109 and never changed. Customer service offered to troubleshoot and found that the meter was in mmol/l. Custmer service tried to assist the customer in changing back to mg/dl, but the customer did not understand. Customer stated that he'd been getting the results for the past week, but he did not change his medication or require any special treatment. Customer agreed to send meter back.